Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. (B)(4).

Event description:
Information received by medtronic indicated that crack on the of the insulin pump and on the screen that had a visible water. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that they were swimming in the ocean and wearing the insulin pump. The device will be returned for analysis.